Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 455 mg/dl, hi (>600 mg/dl), 141 mg/dl and 28 mg/dl. Customer also reportedly received the following results on the nano system within 10 minutes: 28 mg/dl and 116 mg/dl. No serious injury reported. Requested return of suspect device and replacement was sent.